Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported there was a defective needle, a stiff needle and foreign matter. To aid in the investigation, three samples in separate plastic bags were received for evaluation by our quality team. Two of the samples have no plastic shield and one has a shield. A visual inspection was performed with a 10x magnifier lens. One sample without the plastic shield is wrapped in a piece of paper and has needle angularity. This is likely induced by handling the needle with no plastic shield. The needle also has some particles attached that could be from the paper. No other defects or imperfections were observed on this sample. The other sample with no shield also has some particles adhered to the sample that may have come from the piece of paper. The sample with the shield has no defects or imperfections. Three photos were provided and show the samples received. As the lot number is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered as the samples received did not show the symptoms reported by the customer.

Event description:
It was reported when using the bd precision glide¿ needle the needle was defective and foreign matter on device cannula/needle/coring the following information was provided by the initial reporter. The customer stated: "defected needle, stiff needle and foreign matter."